Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor would not open. After the difficulty occurred, another device was used to complete the procedure. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, and quality control data was performed. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation in the closed position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A visual examination noted the support sheath is bowed in appearance. A kink was observed at 1.1 cm from the distal tip. The tip portion of the basket sheath is smashed flat and measures 1.2 cm in length. A functional test noted the handle does not actuate the basket formation. A review of the device history record showed no non-conformances related to the reported failure. A complaint history search revealed this complaint is the only one received that is associated with the complaint device lot number 8579080. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.